Event description:
Dad felt out of breath after a 5 minute walk on treadmill. He sat down to rest but continued to experience shortness of breath. He complained of the temperature and looked at a thermometor located just outside the door of his home to see how hot it was outside. He then came back to his chair and sat down to rest, while still experiencing extreme shortness of breath. My mom then called 911 and an ambulance was dispatched. Dad was helped to his bed by my mother and sister-in-law in hopes of easing his breathing difficulties. The ambulance arrived within approx 10 mins of the 911 call that was made. Dad quit breathing at just about the time the ambulance arrived and the attendents entered the house, from the onset of his symptoms until he quit breathing was approx 15 to 20 mins. The ambulance attendents administered oxygen and performed CPR on the way to the hosp. At the hosp, the dr and nurses worked on dad in the emergency room for approx 45 mins before giving up and declaring him dead. Upon speaking to the family, the dr stated that my dad's implanted pacemaker had apparentlly quit working. Upon administering external shock to restart his heart, the pacemaker seemed to come back momentarily and his heart began to beat at 20 ppm. However this could not be sustained and the pacemaker apparently continued to malfunction or not function at all. The dr explained that while in the emergency room an external pacemaker and external electrical shocks were used, but failed to revive my dad. He was pronounced dead that evening. I have since found that this particular pacemaker was included in a recall in march 2002. But no one ever told my parents of this recall, ever, even though my dad made regular visits to the hosp for reading and evaluation of the device. The pacemaker info is as follows: medtronic kappa kdr601.